Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Root cause could not be determined conclusively, however occurrences of dry eye are inherent to refractive surgeries and are not indicative of a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with dry eyes in both eyes one month post lasik. The patient was noted as being happy with their vision. The patient was seen in follow up and the patient is using multiple topical eye drops for dry eyes. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.